Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the following are most likely probable causes of the reportable malfunction: such as damage or deterioration of parts due to wear and tear, device settings or effect of peripheral equipment, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high insufflation unit exhibited that some light-emitting diode (led)s on the front panel are not lighting up. There was no patient involvement.